Event description:
The customer has observed a falsely decreased result while using the architect cea assay. The customer provided the following data: initial: 1.0 (no unit of measure provided). Retest: 12.87, retest 12. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete this report is being filed on an international product, list number 07k68 that has a similar product distributed in the u.s., list number 06c02.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 19087lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect cea reagent list number 07k68, lot number 19087lf00, was identified.